Manufacturer narrative:
The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was excessive force applied by the user to the lock lever or video connector, resulting in pin breakage of the video connector and poor connection of the electrical contacts, resulting in a phenomenon in which the signal from the camera could not be recognized. As stated in the instructions for use, as a preventive measure: · do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. · push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. · when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. · when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, the evaluation found a damaged pin in the video connector socket. One of the center pins in the middle rows was observed pushed slightly backwards which would cause insufficient contact. The damage caused vertical lines and improper hue with 180 model scopes, which also could affect other scopes/camera heads with similar connectors. A small piece of plastic was found in the socket, possibly from a video connector.

Event description:
A user facility reported to olympus that no image was produced with camera heads when used with the olympus cv-190. The problem, as reported to olympus, was found on preparation for use, prior to a procedure. The intended procedure was completed with no delay using another device (model/serial number unknown).